Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned product noted; that the dissector balloon was disengaged from the cannula. The trocar balloon, obturator, locking collar and valve seals all appeared intact. The insufflation bulb was received. The inflation syringe was received. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all manufacturer's quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the disengaged dissector balloon may occur when mishandled during clinical application. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic inguinal hernia repair, while on the initial dissection, the doctor inserted the device and inflated the balloon. After balloon dissection, doctor deflated the balloon and attempted to remove the device. The balloon ripped and disconnected from the trocar and was left to the patient. They used new trocar and an instrument to retrieve the ripped balloon then continued the procedure with no difficulties. Patient had no injury.

Event description:
According to the reporter, during a laparoscopic inguinal hernia repair, while on the initial dissection, the doctor inserted the device and inflated the balloon. After balloon dissection, doctor deflated the balloon and attempted to remove the device. The balloon ripped and disconnected from the trocar and was left to the patient. They used new trocar and an instrument to retrieve the ripped balloon then continued the procedure with no difficulties.